Event description:
According to the reporter, during a procedure, when a doctor had the needle go through the loop and pulled it up, the loop broke. Nothing fell into the patient's cavity and the operating time not extended. The procedure was completed with another device.the patient status is alive with no injury.